Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced deflation in the tissue expander. The investigation was completed on a photo of the suspect medical device because the physical device was not received by mentor. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: tissue expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a reconstructive skin surgery procedure with a mentor tissue expander 400cc device that deflated after implantation. Damage to the device was verified with ultrasound. As a result, the patient underwent explantation on (B)(6) 2021. During explantation surgery, the surgeon noticed that there was a rupture on one of its edges.

Manufacturer narrative:
On 18-nov-2021, the mentor failure analysis lab received the device for evaluation. On 06-dec-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the tissue expander. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the device was found to have a tear at the juncture patch of the device. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear site, and the thickness was found to be within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number: 7508570 and no non-conformances related to this complaint were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).